Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Type of investigation: #1: 10 - testing of actual/suspected device. Type of investigation: #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The sample was visually inspected and did not find any anomaly including a breakage that could lead to gas transfer failure. The amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure manual. It was confirmed to meet the factory's specifications and no anomaly was found in the as transfer performance. It was found that pa02 increased from 30 mmhg to 372 mmhg and pac02 decreased from 54 mmhg to 40 mmhg by changing out the oxygenator. Since no significant decrease in pressure drop was observed due to the changing out of the oxygenator, it was inferred that the oxygenator before changing out was not obstructed due to clot formation. Review of the manufacturing record and incoming inspection record of the actual sample confirmed that there was no anomaly in the item. A search of the complaint file found no other similar report with the involved product code/lot# combination. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 29, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information indicates that the pump was a roller pump and there was approximately 2 minutes of delay due to change out, off bypass.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator failed to oxygenate. After an hour of cpb the oxygenator failed to oxygenate. Although act was lower than expected the transmembrane pressures were acceptable. No consequences or impact to impact to patient. The product was changed out. The surgery was completed successfully.